Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.